Manufacturer narrative:
Investigation summary: according to the information provided, it was reported that during an unknown procedure the expressew iii suture passer w/o hook was not holding the tissue. The product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Visual observations revealed marks of wear. To test its functionality, it was tested on a sample rubber strip; as a result, the upper jaw was slightly loose when the jaws are closed; therefore, it showed that the jaws did not close as normally contributing to the holding issue. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. Based on the condition of the device, this complaint can be confirmed. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. However, it cannot be conclusively affirmed. As per IFU-110114, when position the jaws and close the jaw it is necessary to secure but gentle grasp. If too much force is used to grasp tissue, passage of the needle and suture will be impeded. Also, it is necessary to follow the instructions of any cleaning and the recommendation of the proper condition during the sterilization and maintenance to avoid any damage. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history lot: as a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required.

Event description:
It was reported by the sales rep that during an unknown procedure on (B)(6) 2021, the expressew iii suture passer w/o hook device was not holding the tissue. During an in-house engineering evaluation, it was determined that the device was loose. Another device was used to complete the procedure. No patient consequences or surgical delay reported. No additional information was provided.